Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported the patient developed deep vein thrombosis (dvt) in the left internal jugular, subclavian, and the innominate vein. This occurred post explant of the leads and the patient was followed for three days. The dvt was confirmed through imaging. The patient was treated with intravenous anticoagulant medication and the dvt resolved. The patient was part of the (B)(6) registry. No further patient complications have been reported as a result of this event.